Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 0.7 inr and 0.7 inr on the coaguchek s system while a comparison lab returned as 2.44 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.